Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon was faulty. It doesn't get inflated evenly. The event occurred while in use with patient, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned for evaluation. Without the returned product the investigation could not confirm the reported issue. No corrective actions are planned currently. If the product is returned, the investigation will be reopened. There were no non-conforming reports (ncmrs) initiated for the lot or anomalies identified in the device history review.